Manufacturer narrative:
Device was not returned as the revised segment was tied off and left inside the patient. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Additional physical investigation was not performed on the device. Representative and the attending physician had two theories about what could have caused the issue. One was that the section of catheter was being intermittently occluded by scar tissue. Another theory was that some hardware in the patient's spine could have caused the occlusion. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 12.718ml and the actual aspirated volume was 18.5ml. No patient symptoms were reported. It was later confirmed that a catheter dye study was performed in which the physician was unable to aspirate the catheter. A catheter revision was performed at a later date.